Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the v6 will not pick up the 12 lead, even if the leads are swapped. There was no reported adverse patient impact.